Event description:
It was reported to boston scientific corporation that a rx locking device with biopsy cap was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2012. According to the complainant, the physician attempted to puncture the cap with a blunt tipped needle to loosen it up. The sponge from the cap dislodged and was pushed in to the biopsy channel of the scope and lodged in the scope. The case was abandoned, due to not having another scope to use. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.